Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump failed leak test, the insulin pump leaked at a crack on back of the case. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted during testing. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. No broken display or display anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.